Event description:
On (B)(6) 2013, the lay user/patient in france contacted lifescan to report the one touch verio pro meter was giving a message indicating "not enough blood" during testing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.